Event description:
It was reported that the device was explanted due to premature battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.